Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufacture in 1995. The homechoice (hc) cycler was returned for device evaluation for the reported condition of an unknown alarm. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection was performed and no issues were noted. Functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions found with the device. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.